Manufacturer narrative:
(B)(4). Device evaluation summary: an unopened sample of product code vcp110, lot pam821 was returned for analysis. The product code is multi-strand non-needle and required twelve strands per packet. As total twelve suture were evaluated. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the twelve sutures were dispensed without problem and examined along of the strands and no defects, fraying suture or diameter issue were noted. A functional test was performed to strands using a federal gauge to measure the suture diameter and the result meet the requirements. Per the condition of the representative sample, no performance fraying suture intra-op or suture diameter was found and the tested sutures met the finished goods requirements. A manufacturing record evaluation was performed for the finished device lot number pam821 and no non-conformances were identified.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date in 2019 and suture was used. The suture was fraying during use, and almost popping off from the needle. The suture felt thinner than normal and weak composition. The suture felt as if it was going to rip when securing to tie the knot. There were no adverse patient consequences reported.